Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: no explant or reoperation was performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported (via mw5086291) that a female patient who had unknown mentor saline prostheses placed on 2/3/2000 experienced several unexplained systemic symptoms, including impaired vision, food sensitivities, breaking out into hives, fevers, heat and cold intolerance, sensitive to light, brain fog, memory loss, body odor, acid reflux, impaired speech, fatigue, weight gain, sinus issues sleep apnea, difficulty swallowing, sensitivity to sound, night sweats, mood swings, dizziness, numbness in extremities, aged appearance, dry eyes, yeast infections, feeling extremely hot or cold, high blood pressure, high cholesterol, acne, kidney stones, back pain, and sharp pain in the breasts. Tests and imagining did not yield any findings. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. See 1645337-2019-14144 for contralateral prosthesis report.